Event description:
A customer reported a system locked and displayed a red stop sign while priming the unit during a procedure. The system was exchanged to complete the procedure. There was a 20 minute delay in the case. There was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).